Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified dorsalis pedis artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres, the balloon ruptured. The device was completely removed without any issue noted and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was good.